Manufacturer narrative:
Evaluation of the returned 3maxc confirmed a mid-shaft fracture. Further evaluation of the device revealed yield marks were present near the fracture sites. The yield marks indicate that the device likely kinked prior to fracturing. If the 3maxc is manipulated against resistance at an extreme angle during use, damage such as a kink may occur. If the kinked device is further manipulated, the kink may worsen to fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and penumbra system jet 7 reperfusion catheter (jet7). During the procedure, a 3maxc was utilized multiple times to gain distal assess with the jet7. After multiple uses, the 3maxc broke at the midshaft while advancing into the jet7. Therefore, the 3maxc was removed. It was reported that the physician had experienced resistance using the 3max during the multiple uses as the patient had a tough anatomy. The procedure was completed using a new 3maxc and the same jet7. There was no report of an adverse effect to the patient.